Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading obtained on the adc device compared to an unspecified reading obtained on a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer became hypoglycemic and experienced a loss of consciousness however, was capable of self-treating with sugary-drink and glucogel. The emergency services (ambulance) were then called and upon arriving, the customer was provided codeine (prescription-strength opioid pain reliever) which is unrelated to the reported issue. There was no report of death or permanent impairment associated with this event.